Manufacturer narrative:
Only the actual sheath was returned to the manufacturer for evaluation. Visual inspection revealed no defects. The actual sample was submerged in water and air pressure of 0.3kgf/cm2 was applied to the inside and no air leak was observed. The actual sample was inserted over a factory-retained 6fr heartrail ii and was submerged in water and air pressure of 0.3kgf/cm2 was applied inside. An air leak was observed. In that state, the cross-cut valve was inspected under magnification. A gap was found to have been generated between the cross-cut valve and the inserted catheter. The cross-cut valve was removed from the sheath and closely inspected under magnification. A flaw was found to have been generated off center of the slit. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. Based on the investigation results, it is likely that the flaw on the cross-cut valve was the cause of the deterioration of the hemostatic performance of the actual sample and the reported blood leak. It is likely that the dilator hit off center the cross-cut valve in the sheath with its tip when the two devices were combined with each other causing generation of the observed flaw. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
D4: UDI number: not requried until 09/2016 the actual device has not been returned to the manufacturing facility for evaluation. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date this report was sent. For this reason, evaluation code 11 was used in the conclusions section of h6. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Terumo medical product (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported excessive leaking from valve during procedure. Follow up communication with the user facility confirmed the following information: the doctor used all 5 sheaths from the same box (same lot number) and this was the only one that was excessively leaking during the procedure; 5f and 6f diagnostic catheters were used (cordis); it was reported that the ik was used throughout the procedure and not exchanged for something else; there was blood leaking throughout the procedure; it was reported there was blood collecting behind the valve even when no catheters were inserted; the amount of blood loss is unknown; it was reported that the procedure was completed successfully; and there was no harm to the patient.